Event description:
The customer reported via phone call that the insulin pump alarmed button error, preceded by a weak battery alarm. The caller did not know the blood glucose reading. The customer did not observe any significant events leading to the alarms. She stated that she was just sitting when the issue occurred. She noted that now the backlight stayed lit and that the keypad was unresponsive. She stated that she was entering her carbohydrates and the numbers kept scrolling. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery, or failed battery test alarms noted. The device had had intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. The device had cracked case at display window corner, minor scratches on the lcd window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.